Manufacturer narrative:
This report is being supplemented to provide the results of the device evaluation and the legal manufacturer's investigation, and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The issue of no image when connected to 180 scopes was confirmed and found to have been caused by a faulty patient board set (printed circuit board). Based on the results of the legal manufacturer's investigation, the failure of the patient board set was likely due to a failure of the operational amplifier circuit on the patient circuit board (the dr board). A design change was implemented for the operational amplifier circuit on the patient circuit board. The subject device was manufactured prior to the design change. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center would not display an image with 180 series scopes prior to a diagnostic esophagogastroduodenoscopy (egd). The customer reported the 190 series scopes worked fine with the device. The customer reported they did not have another tower to try the 180 scopes on and the procedure was unable to be completed. No other devices were involved in the event. There were no error messages or alarms associated with the event. The customer reported there were no patient injuries due to this event.